Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(4) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was involved in a motor vehicle accident. Prior to the accident she had excellent coverage and therapy. Since the accident she lost right side coverage and noticed she would have to significantly increase her amplitude to get and stimulation even on the left. This resulted in her battery rapidly discharging. Rep met with the patient on the date of the report, at the request of the hcp. Impedances were normal and rep was able to recapture 100% of her previous stim coverage by manipulating the programming on a different part of the lead. The patient states hcp did do x-rays of her system but did not report much of any difference. Rep suspected the lead moved slightly to the left. Rep counciled the patient on her new programming and recharging interval and she is happy with the results. Patient follows up with hcp on (B)(6) 2019. The issue was resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.